Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the patient had an srom stem and cup inserted in 1996. Her cup was revised in 2001 for an unknown reason by dr. (B)(6) at the (B)(6) on (B)(6) 2001. She had a 56 pinnacle cup, 36 ultamet liner and a 36 +12 head. The last few years the patient has felt pain and some muscle weakness. There appeared to be bone loss around the great troch as well as the lesser. The cup was well-fixed as well as the stem. Unfortunately the bone loss around the proximal part of the femur had lead to massive abductor loss. Dr (B)(6) removed the metal liner and the +12 36 head. He replaced the ultamet liner with a 56 dual mobility liner and used a +6 28 metal ball with the 49 poly head. No implant log was available so I do not have lot numbers. Doi: (B)(6) 2001, dor: (B)(6) 2021, affected side: right hip.